Event description:
The pt's spouse reported the pt has had mood/attitude changes since deep brain stimulation surgery in late 2007. The pt's current status is fair. The MFR redirected the caller to contact the pt's health care professional. Add'l info was requested from the health care professional (hcp). The hcp reported the pt's diagnosis is hypomania. The pt's symptoms included psychological changes. Per the hcp, the pt was reprogrammed ("moved away from ventral contacts"). The pt was seen by psychiatry and will be re-evaluated at follow-up.